Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was attributed to a defective mainboard (msp160382 c3 mainboard). The correction consisted in the exchange of the mainboard (msp160382 c3 mainboard).

Event description:
The following was reported to hamilton medical ag: summary: self test failed during start-up giving tf 431008, te 231012. Battery can not detect.